Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The field service engineer found that the vacuum system was not working properly and the vacuum hose was blocked by a piece of paper of cotton. The tubing was cleaned and ise check, calibration, and qc were all performed with acceptable results. The maintenance performed by the field service engineer resolved the issue.

Event description:
The initial reporter complained of questionable na results for 22 patient samples on a cobas 6000 c (501) module analyzer. "(B)(6)" for patient results. The results were reported outside the laboratory. The electrode lot number and the expiration date were asked for but not provided.